Event description:
Plastic tubing is disconnecting from white lockable drainage 'spigot'. Tubing disconnected from distal end of access connector. Pt stood up from weigh chair and pleurx lockable drainage line failed and broke between tubing and pleurx connection, exposing pleurx line to outside air and disconnecting the line from the attached atrium . Pt sat on edge of bed and I manually clamped drain with my hand pinching small tubing. Rn was tl and helped cap the pleurx after cleaning with chlorhexidine and gauze

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. While we could not identify a direct issue, it was determined the root cause of this failure is likely related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Plastic tubing is disconnecting from white lockable drainage 'spigot'. Tubing disconnected from distal end of access connector. Pt stood up from weigh chair and pleurx lockable drainage line failed and broke between tubing and pleurx connection, exposing pleurx line to outside air and disconnecting the line from the attached atrium . Pt sat on edge of bed and I manually clamped drain with my hand pinching small tubing. Rn was tl and helped cap the pleurx after cleaning with chlorhexidine and gauze.